Event description:
It was reported by the customer that during routine monthly inspection of the cardiosave intra-aortic balloon pump (iabp), the pneumatic leak test failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported issue and replaced pneumatic module assembly. Unit passed all calibration, functional, and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that during routine monthly inspection of the cardiosave intra-aortic balloon pump (iabp), the pneumatic leak test failed. There was no patient involvement, and no adverse event reported.